Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the stent is severely deformed at its distal end, i.e. Several struts are bent outwards. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. The balloon is well folded and shows no signs of inflation but the proximal balloon shoulder is crushed. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. Considering the event description, the most probable root cause for the complaint event is related to the patients anatomy (i.e. Severe calcification).

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the moderately tortuous mid lcx. Stent placement was not possible due to the severe calcification. It was not possible to pass the lesion.